Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (no power) issue: the pump lost power yesterday and patient is unable to use the pump. The battery cap is intact and securely fastened, was replaced 3-6 months ago, and the yellow o-ring is not visible. No damage to, or corrosion of, the pump is noted. Mom states patient is currently on injections as recommended by health care provider. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/09/2013 with the following findings: a review of the black box history revealed an unconfirmed ¿replace cartridge¿ alarm on (B)(6) 2013 at 5:43am. The alarm went unconfirmed and completely discharged the battery and caused multiple rebooting. No damage was found to the battery compartment. The battery cap was not returned with the pump. A new test battery cap was used for testing purposes. The battery cap secured tightly to the pump with no visible yellow-ring. The pump powered on with appropriate vibratory and audible sound. A 1.0 unit per hour basal program was executed on the pump for 24 hours using the new test battery cap; no power issues were noted. The pump cover was removed and no damage or moisture was found to the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.